Event description:
It was reported that the patient experienced symptoms of volume overload thought to be due to right heart failure. This was treated with dobutamine. They passed away due to cardiac arrest and right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was unknown if the patient's right heart failure existed prior to the left ventricular assist device implant; however, it was communicated that there were no device-related issues that caused or contributed to the event. The patient¿s outcome was not considered to be device or therapy-related and the device had reportedly operated as intended.

Manufacturer narrative:
Right heart failure has previously been reported for this patient under MFR #: 2916596-2022-14279. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported right heart failure, cardiac arrest, and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.